Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with cracked case at display window corners, missing end cap sticker, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a failed battery test alarm. It was also reported that battery compartment was damaged. Customer was able to clear alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.